Event description:
The product was inserted on [date redacted]. The parents reported that the catheter broke off almost a week later in the evening. I went to assess the line, and it had torn right behind the piece that is shaped like a butterfly. The parents reported that there was no pulling or any even that caused it, but that it just broke apart. The line was still in the patient with approximately 5cms of catheter still secured under the occlusive dressing and 23cms inside the patient. The concern is that this tore on the line itself not the IV tubing. No patient harm.